Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient reported to have undergone bilateral total hip arthroplasty on (B)(6) 2001. Patient further reports that a left hip revision procedure is planned due to elevated metal ion levels and fluid. Patient is also considering a future revision of the right hip. There have been no revision procedures reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2015-03705 / 04503 / 04515 -04517).

Event description:
Patient reported to have undergone bilateral total hip arthroplasty on (B)(6) 2001. Patient further reports that a left hip revision procedure has been recommended allegedly due to elevated metal ion levels and fluid. There have been no revision procedures reported to date. Additional information received reported that patient underwent a revision procedure on (B)(6) 2015 due to elevated metal ion levels and fluid. Patient further reports that "bloody sludge" and metal shavings were noted during the procedure. The acetabular cup, liner and head were removed and replaced. The pathology results from the patient reported tissue samples taken during (B)(6) 2015 procedure to be shaggy deep gray to brown black fibrous and fibromembranous appearing tissue fragments. Fibrosynovial material demonstrating fibrinoid degeneration, variably hyalinizing fibrosis and innumerable aggregates of dark pigment containing macrophages were also noted. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient was revised on (B)(6) 2015 due to metal-on-metal failure and cysts from metallic wear. The operative report further noted large black stained cystic area extending through the greater trochanteric bursa and beneath the fascia lata. The head, cup, taper, and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
Patient reported to have undergone bilateral total hip arthroplasty on (B)(6) 2001. Patient further reports that a left hip revision procedure is planned due to elevated metal ion levels and fluid. Patient is also considering a future revision of the right hip. There have been no revision procedures reported to date. Additional information received reported that patient underwent a revision procedure on (B)(6) 2015 due to elevated metal ion levels and fluid. Patient further reports that "bloody sludge" and metal shavings were noted during the procedure. The acetabular cup, liner and head were removed and replaced. The pathology results from the patient reported tissue samples taken during (B)(6) 2015 procedure to be shaggy deep gray to brown black fibrous and fibromembranous appearing tissue fragments. Fibrosynovial material demonstrating fibrinoid degeneration, variably hyalinizing fibrosis and innumerable aggregates of dark pigment containing macrophages were also noted. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.